Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) resulting in a lead safety switch. A revision procedure was performed and both the ra and right ventricular (rv) lead were surgically abandoned and replaced. No additional adverse patient effects were reported. Further information was received from the patient advocate that this device system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) resulting in a lead safety switch. A revision procedure was performed and both the ra and right ventricular (rv) lead were surgically abandoned and replaced. No additional adverse patient effects were reported.